Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) via manufacturer representative (rep) reported that the patient needed to get an MRI to show evidence her system was MRI safe and she wanted to use the device to help control her pain. They could not get telemetry with the implantable neurostimulator (ins). Patient services provided MRI guidelines and reviewed with the hcp that the manufacturer representative (rep) would have to get the patient out of overdischarge so that the patient could have MRI. It was noted that no communication could be established with the patient programmer, recharger or the clinician programmer. The clinician programmer could not read the ins and the patient reported that the ins was dead. The patient did not have the patient programmer with them. The patient was reported to have had back and leg pain. Additional information received indicated that the patient stopped using the device because she felt shocking sensation even when the stimulator was off and her battery went into overdischarge. Impedances checks were performed and results were okay. The battery was brought out of over discharge and successfully reprogrammed for the patient. The patient was also working on establishing care with a pain doctor to determine if a new device should be put in. Additional information was received from the rep stating that the patient still reported shocking whether the system is turned on or off. The patient was implanted for spinal pain.